Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient during open heart surgery, the device displayed a "bridge test failed" message. After the message appeared the clinician continued to use the device to deliver therapy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the malfunction was not replicated.